Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 2/3/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. It was reported that during the procedure, the suture was breaking easily, without resistance. There were no patient consequences reported.